Event description:
A NON-HEALTH CARE PROFESSIONAL REPORTED THAT FOLLOWING AN INTRAOCULAR LENS (IOL) IMPLANTATION PROCEDURE, THE PATIENT EXPERIENCED BILATERAL ENDOPHTHALMITIS. THE PROCEDURE WAS COMPLETED ON THE SAME DAY. ADDITIONAL INFORMATION HAS BEEN REQUESTED, YET NO NEW INFORMATION RECEIVED. THERE ARE TWO MEDICAL REPORTS ASSOCIATED WITH SAME EVENT. THIS FILE BELONGS TO RIGHT EYE.

Manufacturer narrative:
A PRODUCT WAS NOT RETURNED FOR ANALYSIS. COMPLAINT HISTORY AND PRODUCT HISTORY RECORDS WERE REVIEWED, AND DOCUMENTATION INDICATED THE PRODUCT MET RELEASE CRITERIA. ROOT CAUSE HAS NOT BEEN IDENTIFIED. THE MANUFACTURER INTERNAL REFERENCE NUMBER IS: (B)(4). H.10 REFLECTS ALL RELATED REPORT NUMBERS ASSOCIATED WITH THIS PRODUCT EVENT THAT HAVE BEEN SUBMITTED AT THIS TIME.

Event description:
Additional information received indicated that on postoperative day five of cataract surgery, the patient experienced bilateral endophthalmitis. Patient immediately referred to a retinal specialist for the confirmation and treatment. Examination of the left eye revealed 4+ cells, with cultures positive for gram-positive cocci identified as Staphylococcus epidermidis. Additional findings included conjunctival inflammation (2+), aqueous cells (3+), aqueous fibrin present, and resolved hypopyon. Upon presentation on (b)(6) 2026, patient experienced pain and trace DM fold in the cornea and second injection in the conjunctiva were found. In response to the event, the patient underwent pars plana vitrectomy, intravitreal antibiotics and culture samples were obtained. No surgical complications were reported, no sutures were required, and wound integrity was intact. The patient was treated with intravitreal injections of antibiotics and steroids four times a day. At the time of reporting, the patient's condition was ongoing and improving. In the surgeon's opinion, no manufacturer product was considered to have caused or contributed to the event. There are two medical reports associated with same event. This file belongs to right eye.

Manufacturer narrative:
Corrected information was provided in A.2. Additional information was provided in the section B.2., B.5., B.6., B.7., D.5., D.6.a., D.10., H.2., and H.6. Patient date of birth was updated in correction. The manufacturer internal reference number is: (b)(4). H.10 reflects all related Report Numbers associated with this product event that have been submitted at this time.